Event description:
It was reported to boston scientific in 2008 that while using a foot switch the customer experienced the following: 'when pushing the footswitch cable connector to the console, system starts to ablate.' Preliminary results from the investigation of this device was received on october 17, 2008. The info indicates a malfunction of the footswitch may cause accidental activation of rf. Due to the potential risk to the pt or user this complaint is considered a reportable event.

Manufacturer narrative:
Pending final investigation results. A follow-up report will be submitted once investigation is completed. Remedial action has been initiated, due to the preliminary investigation info received.